Event description:
The splines of the ablation catheter inverted during use in the patient. The catheter was removed and replaced with no reported harm to the patient. Vendor notified directly by clinical site. Manufacturer response for ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).